Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty removing a connector during a supply change for the ilet system using fiasp cartridges, with the connector ultimately removed after manual manipulation and wiggling; the lot number for the connector was 32548. Symptoms included no adverse clinical effects, and the reported blood glucose was 130 mg/dl. Outcomes included successful completion of the supply change with no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education, as well as a request for a photograph of the connector to support assessment. Investigation of this case revealed that the device did not generate alarms and the issue was resolved through user handling of the connector, indicating a transient mechanical difficulty with the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the connector during supply change.